Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Not available.

Event description:
This event is patients 3rd right hip revision. First hip replacement was (B)(6) 2010, ((B)(4) lot: mhtlew implanted). Primary revision was (B)(6) 2015, ((B)(4)) implanted), second revision was (B)(6) 2016, ((B)(4)) implanted). Patient is active. Sales rep confirmed revision was for dislocation.

Manufacturer narrative:
An event regarding dislocation involving an adm liner, mdm liner and a trident shell was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. No allegation of failure was made against the device under the scope of this investigation.. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This event is patients 3rd right hip revision. First hip replacement was (B)(6) 2010 (542-11-52e lot: mhtlew implanted). Primary revision was (B)(6) 2015 (6276-7-014, 6276-1-023 implanted), second revision was (B)(6) 2016 (1236-2-848, 626-00-42e, 6519-1-028, 6519-t-100 implanted). Patient is active. Sales rep confirmed revision was for dislocation